Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low" (specific value was not provided) and a seizure resulting in loss of consciousness and "head injury" when customer's head hit dresser. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, it was reported that the pump's alarm sound was not annunciating. Paramedics administered glucagon and transported customer to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.